Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump had an issue with intermittent power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the pump powered with the returned battery cap. The battery compartment had a crack observed below the grip pad. The battery cap was able to fully tighten to the battery compartment but did not measure to be within specifications. A power loss was not duplicated during the investigation even when the battery cap was loosened by half a turn. There were no unexplainable pump reboot events observed in the device's black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump. The allegation of an intermittent power issue could not be verified or duplicated during the investigation. Unrelated to the initial allegation, the audio bolus button cover had a tear in the center but was still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.